Event description:
It was reported that in the pt's room, two days after the catheter was placed, the medial injection hub was found detached from the line. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4).